Event description:
This is a report of a patient who died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was reported that the patient passed away while hospitalized for an unspecified indication. It was unknown if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was determined to meet functional performance specifications related to the reported problem. A short simulated therapy was attempted; therapy was unsuccessful due to issue not related to reported problem. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.